Manufacturer narrative:
Additional information provided: b.3 & d.11.

Event description:
It was reported from the neonatal intensive care unit (nicu) that the pump was involved in a free flow event. It is unknown which of the two sequestered devices had free flow issue. There was no patient or user harm.

Event description:
It was reported from the neonatal intensive care unit (nicu) that the pump was involved in a free flow event. It is unknown which of the two sequestered devices had free flow issue. There was no patient or user harm.

Manufacturer narrative:
Additional information provided: b.5; d.10 patient is a pediatric. The customer¿s report of freeflow was not confirmed. Please note that the customer reported a single event involving either the syringe module or pump module hence a single suspect-instrument was assigned. The customer was unable to provide additional event details to help with the identification of the suspect. The investigation report designated the syringe module and pump module as the source and both instruments were tested in order to possibly determine the root cause of the reported issue. The actual suspect-instrument could not be determined. ¿ no conclusion could be drawn through log review regarding the user¿s reported experienced that one of the devices experienced a free flow event. O the total volume infused for the syringe module sn (B)(6) during this time period was recorded to be 2.5452 ml. O the total volume infused for the pump module sn (B)(6) during this time period was recorded to be 24.123 ml. ¿ asm testing confirmed that the syringe module¿s accuracy was within specifications. ¿ laboratory and rate accuracy testing performed found that the pump module was delivering fluids within specification. ¿ the disposable set used for the pump module was not returned for this investigation, therefore it is unknown if the set may have contributed to the customer¿s experience. ¿ the internal inspection performed on the syringe and pump modules found no irregularities. ¿ the device was being used for patient treatment. The root cause of the reported event that one of the two devices from the nicu experienced a free flow event could not be identified. Device history review: review of the sn (B)(6) service history record showed the device had a manufacture date of 31dec2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 22july2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production records were opened for the source device. Review of the sn (B)(6) service history record showed the device had a manufacture date of 31dec2019. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production records were opened for the source device.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device free flowed. There was no patient or user harm.